Event description:
The following was reported: an event regarding inaccurate resections involving the mako robotic system with right pka 3.0 case. During trailing, the green probe was used to verify if the tibia trial's proudness was as planned but crosshair showed that the trial was 2mm proud with respect to our plan. The surgeon then tried to impact the tibial trial again and confirmed that the trial was completely in contact with the bone. However, the 2mm proud still persisted and we moved forward to check the cut. The trail was removed, and a green probe was used to check the depth of the cut. We found out that the tibial cut was also 2mm proud. Since the joint was very tight during trialing and the tibial cut was proud, the surgeon decided to increase the tibial cut for 1.5mm. After recutting, the trial and the tibial cut was consistently having a 2mm proud compared to our plan. The cutting discrepancy issue only happened on tibia while the femur trial placement and cut were as planned. The tibia cp, saw blade and blur were verified during bone resection process. The bone registration and tibial array stability were also checked and all ok.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
No new information.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako pka software was reported. The event was confirmed. Method & results product evaluation and results: review of the case session files noted the following: the root cause of the cutting discrepancy was a bumped base array and suboptimal robot registration. The initial robot registration rms (0.486 mm) which is at the limit of a failing bone registration which is an rms above 0.5mm. More importantly, hgs verification 2 measured at 1.45mm ¿ within the allowable threshold (less than or equal to 1.5mm) but borderline ¿ indicating degraded registration quality that compromised accuracy. During resection, the distance from the robot registration center exceeded 320 mm, which causes robotic arm inaccuracy affecting bone resection. A second robot registration, which occurred after completing all bone resection steps, had improved rms and verification metrics: rms of 0.201mm, angle of 0.24 degree, and both hgs verification passing (0.89mm and 0.29mm). This 2nd robot registration indicates a base array motion of 1.17mm and 0.24 degree. The system recalculated the bone resection visuals based on the last robot registration. This is the reason that all prior bone resections appeared proud i.e. The burr list is calculated with respect to the 2nd passing robot registration. The base array motion is then visible in the proud bone resection which happened prior to the 2nd robot registration. Tibial resections after the 2nd robot registration aligned with the surgical plan, confirming that base array motion. The base array motion occurred during the posterior femoral resection. Just as the tibial resections were proud the posterior resection on the femur was deep indicating a base array motion during this bone resection step. There is no indication of a system or software malfunction. Clinician review ¿ no medical records were received for review with a clinical consultant. Product history review ¿ review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review ¿ there are no other complaints with a similar failure mode for this lot. Conclusion - based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed as user error due to bumped arrays. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.